Event description:
It was reported that during a device change out, high threshold and high impedance were observed. Fluoroscopy showed no abnormalities. The lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Clarification of the event: the lead was not explanted as previously noted. The pace/sense component of the lead was switched off and replaced.